Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2017-07179. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. Diagnostic testing showed high impedances on one of the leads. Surgical intervention was undertaken on (B)(6) 2017 wherein the physician noted that one of the leads had migrated. As a result, both leads were replaced. Effective therapy was restored post operatively.